Event description:
The initial reporter received a questionable bilt3 bilirubin total gen.3 result for one patient sample tested on a cobas 6000 ul c501 + core fix configura. The initial result was reported outside of the laboratory. The physician stated that the result did not match the clinical picture of the patient and that the total bilirubin was less than the direct bilirubin, which prompted a rerun of the sample. The physician deemed the repeat result correct. The initial result at 5:25 pm was 0.19 mg/dl. The repeat result at 7:26 pm was 6.30 mg/dl. The reagent lot number is 430720. The expiration date was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The qc was in range surrounding the date of the event. The calibration data provided does not surround the date of the event. The alarm trace was requested but not provided. The field service engineer (fse) investigated the issue and discovered that the repeat results provided were from a different sample. He then confirmed the water pressure and the fill volume of the wash station. He performed a hardware check by precision tests with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.